Event description:
Device 2 of 4. Reference MFR. Report: 1627487-2014-06336, 06338, 06339. The patient had two scs anchors implanted with the same lot number. It was reported the patient's entire scs system was removed due to an infection at the ipg and lead sites. The patient was treated with IV antibiotics prior to explant.

Manufacturer narrative:
Method: - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.